Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Medsun uf/importer report # (B)(4). Was received with regards to a microclave clear neutral connector where it was reported that a clave was leaking epi. It was reported that the patient was on multiple IV drips. Additionally, per bedside rn, the clave found leaking, patient wet, drips not infusing. The event occurred in the hospital. The common device name is set, administration, intravascular. The patient was a 6-year-old male. There was patient involvement but no patient harm.